Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/apr/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was implant exchange and breast reduction. This is a known potential adverse event addressed in the product labeling.

Event description:
The patient reported "not enough milk production" with no treatment, side not specified. Patient additionally reported "rash" and "itchiness." Device has been explanted. This record is for the left side.